Event description:
Additional information was obtained from the manufacturer's representative via the cath lab director and procedure physician. No autopsy was performed per family request. No cardiac perforation/tamponade was seen per echo (which was performed during resuscitation attempt). No pneumothorax was seen via xray imagin. When the patient arrested both the right atrial and the right ventricular leads had been repositioned into a good position for more than fifteen minutes and the physician had just concluded the procedure. Per the physician, the probable cause of death was a massive pulmonary embolism based on patient's medical history, how the patient arrested and the patient's response to the resuscitation attempt.

Event description:
It was reported the right ventricular lead dislodged within two weeks of implant and there were intermittent high thresholds and failure to capture. It was further reported that the right atrial lead also had dislodged, had high thresholds and was unable to capture. A lead revision procedure was performed and upon completion of the procedure the patient developed respiratory arrest. There was difficulty with intubation and the patient went into pulseless electrical activity. Attempts to revive the patient were unsuccessful and the patient died.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).